Event description:
It was reported that during a hysterectomy procedure, the jaw of the forceps opened and not closed more presenting error in the generator. The equipment was turned off, but the forceps maintained the jaw open only, preventing the use. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was received in good visual condition. Under magnification it was noted that on of the lower jaw tooth was bent. The instrument was tested with a generator and passed all functional testing. Testing found a short on the device when the jaws are fully closed, resulting in a yellow message screen "reposition jaws and reactive" is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. The condition of the jaw affected the functionality of the opening and closing of the jaw.